Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator (ICD) went into backup operation due to unknown reason and high voltage therapy was not active. The patient then presented in clinic for follow-up. A reset was performed, and the ICD was restored. Patient condition was stable.

Event description:
New information received notes that the implantable cardioverter defibrillator was explanted and replaced, and premature battery depletion was also noted. Patient condition was stable throughout.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed, but the reported event of backup operation could not be confirmed during analysis. The backup operation occurred shortly after implant, and while in the field the device data was restored. The cause of backup operation could not be determined due to the lack of original device data. Further interrogation of the device revealed the device was past the end of service when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Electrical testing revealed a high current drain from the hybrid. An anomalous hybrid was found to be the cause of the high current drain and premature battery depletion. No other anomalies were found.